Manufacturer narrative:
Correction made to UDI# provided in initial report.

Manufacturer narrative:
Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The system is working as specified and the adverse event was the result of user error. The system is designed to prevent possible crushing as far as possible. It has been designed and tested in accordance with iec 60601-1. Despite all precautions, residual gaps remain between the moving and stationary parts of the system for mechanical reasons. Therefore, warning stickers have been attached to the system at these points and the remaining areas of risk have been described in detail or even illustrated in the instructions for use. The operator manual of the cios select system indicates the hazardous locations around the system in chapter 2.2 personal safety --> 2.2.2 crushing hazards on the c-arm system: correct handling of the c-arm system requires that operating personnel and patients use only the handles provided for this purpose. Where this is not possible, monitor the points of potential crush injury between movable system parts and their guide openings. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the cios select system. During a procedure, while the doctor was rotating the c-arm, the technician grabbed rotating parts of the c-arm, resulting in a distal phalanx fracture. There is no report of impact to any patient involved.